Event description:
Abnormal mammogram - microcalcifications in prior biopsy cavity - surgical clip present, 3mm from microcalcifications. Biopsy performed at the location with an 8g stereotactic probe, lot# g4r48l exp date 2014-12. At 0600, position near surgical clip, biopsy probe locked and would not advance. Cutter returned to home, cleared device, not incidence. Attempted another biopsy at 0800 position, device locked once again. Cleared system and moved to 1000 position. The 0600 sample was retrieved and removed from device. Within this sample was the surgical clip from 0600 position. System cleared, biopsy clip placed at biopsy site. Exam completed without pt harm. Pt tolerated exam well. Ethicon ((B) (4)) contacted. Report filed. Probe returned to company for analysis.